Event description:
Customer received a unexpected application error with the adc device and unable to obtain readings. Customer experienced symptoms of hyperglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (son) who "shook and slapped customer's face until customer woke up." No further information was provided. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a unexpected application error with the adc device and unable to obtain readings. Customer experienced symptoms of hyperglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (son) who "shook and slapped customer's face until customer woke up." No further information was provided. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The reported complaint is an account password reset issue with the freestyle libre 2 version 2.7.2 app. The user received a message "unexpected application error" when pressing the "forgot password" link. An investigation was performed and determined that this was due to r8 obfuscation (the default compiler that converts java bytecode into the dex format that runs on the android platform. Obfuscation is used to reduce the size of the application by shortening the name of the classes and members¿ attributes), which had a conflict with the network library ¿retrofit¿. This caused an issue with the network call used to reset the password. Therefore, the complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.